Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. Following pre-dilation, a 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problems and dilatation was completed with a non-boston scientific balloon catheter. A stent was then implanted and the procedure was completed. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.